Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia and also reported damageto the insulin pump at the screen. The customer reported a blood glucose value of 111 mg/dl. The customer reported hypoglycemia, treated with glucagon, glucose/carb intake, and an unknown treatment for hyperglycemia . The troubleshooting was performed. The event involved product(s) mmt-1880, mmt-332a, mmt-242a. The customer reported physical damage (crack or scratch) on the pump unrelated to the retainer ring. It was unknown if the customer had been using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. Mmt-1880 was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit uploaded to carelink unit received with battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay, pillowing keypad overlay, scratched case. In summary, customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Unit passed drive system tests and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported a crack on the screen of the pump down to the middle of the pump. There was no physical damage to the retainer ring. Customer also reported having a low blood glucose that she treated with carbohydrate intake (not glucagon). Customer also reported a high. No treatment was mentioned for the high. Troubleshooting was not done for the high or the low. Troubleshooting was done for the pump damage. Customer will discontinue the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.